Event description:
The patient presented with a stroke, altered mental status with a seizure. The patient underwent uneventful intracranial stenting of the posterior cerebral artery (pca) stenosis. Immediately post procedure there were no complications and complete resolution of high grade stenosis was achieved. However, the patient¿s clinical condition was not improved. The next day, the patient suffered an intracranial hemorrhage that resulted in a reduction in the right visual field and some word finding difficulty. The patient was discharged to a rehabilitation facility in a ¿confused and memory isn't very good, still a right visual field cut.¿

Manufacturer narrative:
Anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with a stroke, altered mental status with a seizure. Following angioplasty the patient underwent uneventful intracranial stenting of the left posterior cerebral artery (pca) p2 segment stenosis. Immediately post procedure there were no complications and complete resolution of high grade stenosis was achieved. However, the patient¿s clinical condition was not improved. The next day, imaging revealed a new left pca hemorrhage with mild mass effect present. There was rupture of the hemorrhage into the left ventricle with a small amount of blood in the third and fourth ventricles. This resulted in a reduction in the right visual field and some word finding difficulty. Ten days post procedure the patient was discharged to a rehabilitation facility in a ¿confused and memory isn't very good, still a right visual field cut.¿